Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the insulin pump received motor error alarm and no delivery alarm. The customer¿s blood glucose level was 278 mg/dl at the time of incident. Customer reported that the drive support cap was normal and insulin pump was not exposed high magnetic field. Customer was able to clear the alarm, however unable to complete the insulin pump rewind. The insulin pump will not be returned for analysis.